Manufacturer narrative:
(B)(4). Investigation summary: three mp1000 china samples were received for investigation with signs of previous usage; no packaging was received with the samples, however the customer indicates the affected lot number to be 20055179. No further information was available to assist the investigation. A visual inspection did not identify any damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting each sample to a 50ml bd plastipak syringe and to a 10ml bd luer slip syringe from retained stock and flushing with fluid; no leakage was identified during testing and all the connections were found to be secure. Furthermore, the components were subjeced to pressure testing, no leakage was observed from any point of the component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20055179 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. In this instance the reported connecting product was not returned for investigation and therefore it is not possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus device in the past 12 months.

Event description:
It was reported that the maxplus positive pressure connector experienced leakage. The following information was provided by the initial reporter: leakage at the extension tubing and not tightly connected during the use of this unit, 3 leaking cases were found. There are (B)(4) products in this batch.